Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late thrombosis occurred. The patient had an unknown size taxus liberte' drug eluting stent implanted in a right coronary artery in 2005. One week prior to the thrombosis, the patient stopped taking plavix and aspirin. An export device was used to remove the thrombus and the physician stented with an unknown liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.